Event description:
It was reported the pt was unable to obtain coupling during recharging. The hcp had determined the ins was titled in the pocket. A revision surgery was scheduled to adjust the ins placement. Additional info received indicated the device was in an overdischarged state prior to the revision surgery. A physician mode recharge was done with difficulty. The position of the device and the pt's weight gain had made it difficult for the pt to charge the device. The revision was done. It was possible to connect to the charger and get all 8 coupling bars lit. It was suspected the pt had been fiddling with the device and had moved it around in his abdomen. The pt was educated and everything was fine following the revision.